Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: reduced performance of the valve is attributed to calcification. This finding is generally considered a patient related condition. (B)(4).

Event description:
Medtronic received information that 13 months following the implant of this bioprosthetic valve, due to calcification, a corevalve was placed valve in valve. No adverse patient effects were reported.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.